Event description:
Same case as MFR: 2134265-2013-00068 & 2134265-2012-08538. It was reported that during preparation for an unspecified treatment procedure, the ilab ultrasound imaging system motor drive unit failed to pullback and display an image. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).